Manufacturer narrative:
(B)(6). Date patient pain began is not known. (B)(4). Date of implant reported as (B)(6) 2015. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that one (1) orthopedic cable was removed intact on (B)(6) 2017 due to pain. The cable was not replaced with any other device. Four (4) orthopedic cables were originally implanted for a fracture around a total hip stem (unknown manufacturer, unknown implant date) in (B)(6) 2015. The surgery was successfully completed with patient outcome as expected. This report is for one (1) 1.7 mm cable with crimp. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The total hip was implanted before the cables (date unknown) it is unknown why the cables were implanted but may be due to fracture. The sales consultant was not present at the surgery. It is not known why that specific cable was removed but it was the most lateral wire and may have been due to weight bearing. Concomitant medical devices: total hip system (part number unknown, lot number unknown, quantity 1).